Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no insulin was being delivered via infusion set tubing. Customer's blood glucose (bg) was 325 mg/dl. Reportedly, customer delivered manual injections to address bg. Reportedly, customer replaced pump supplies to resolve the issue.